Event description:
It was stated that during infusion, the parapac plus 310 displayed an oxygen concentration output of 70% despite being set to 50%. A patient was involved, but no harm or adverse event was reported.

Manufacturer narrative:
B3 - date of event was unknown. Information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4: updated. H3 and h6 codes: updated. The suspected device was returned for evaluation. A review of the past 12 months showed no prior service history. Visual inspection revealed no abnormalities. During functional testing, the oxygen concentration output measured 70% despite being set to 50%; however, this issue could not be replicated. The cause of the reported problem could not be determined.